Manufacturer narrative:
(B)(4).

Event description:
New information notes that the left ventricular lead was capped and replaced on (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room with complaints of -jolts and twitches-. The left ventricular lead exhibited high capture thresholds. The lead was turned off.